Manufacturer narrative:
This is the same event as (B)(4).

Event description:
Allegedly revised due to squeeking implant and high cobalt & chromium levels; possible metalosis; cultures taken.

Event description:
Allegedly the patient was revised due to the following mom complications: metallosis; fluid; elevated chromium levels; osteolysis of acetabular cup. (Left)